Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked shut on tissue and would not open. The surgeon had to use the trigger release several times and it finally opened. There was no damage to the patient's tissue. A second device was fired and the clip did not close. The clips were pear shaped. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.